Event description:
Reporter indicated that patient developed an infection at the generator site approx 4 months post-implant. The chest incision became red and inflamed and eventually dehisced. The infection was treated with antibiotics and explant of the pulse generator. The patient continued antibiotic treatment after generator surgery, but developed an infection at the lead site. The lead was then explanted. The patient was reportedly diagnosed with left vocal paralysis following lead explant surgery and is currently seeking treatment from an ent.